Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. Pentax model ec34-i10l is classified as import for export, therefore 510k is not applicable. Pentax same model ec34-i10l-us is distributed in the USA with 510k k131855.

Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, "no video image" involving pentax model eg-2990i /serial (B)(4). The facility contact also stated the event occurred during pre-inspection check. No further information was provided. The device was returned to pentax for evaluation. Pentax service inspectional findings included: insertion tube damaged at segment side (unauthorized repair), primary operation channel resistance, ccd circuit board corrosion, control body severe corrosion inside, distal body severe deformed, pve electrical pin corroded, staycoil stopper corroded, ccd driver circuit board failure, connecting receptacle corroded, up/ down brake knob/ lever markings faded, right/ left brake knob markings faded, up/ down stopper corroded, fluid invasion in control body, endoscope failed electrical safety test - hi-pot, pve electrical connector frame has severe corrosion, insertion tube bubbling, failed dry leak test, suction tube resistance, fluid invasion in segment section, forward body frame corroded, image blackout, failed wet leak test, endoscope failed electrical safety test - plct, right/ left stopper corroded, air supply tube short, water supply tube short, fluid invasion in pve connector, segment corroded, up angle wire corroded, connecting receptacle stopper corroded, fluid invasion to insertion tube, scope case lock damaged, up/ down pulley wire worn, right/ left pulley wire worn, insertion tube, polyurethane separated from segment end, down angle wire corroded, forward water jet supply tube, light guide short, fluid invasion in umbilical light guide cable, up/ down control knob/ lever markings faded, right/ left control knob markings faded, staycoil holder bracket cover corroded, shield cover corroded, left angle wire corroded, right angle wire corroded, air/ water socket o-ring chipped, up/ down guide plate corroded, staycoil holder bracket corroded. The customer complaint was confirmed. Repairs were performed on the device which included replacement of the following components: segment staycoil assy pb-free, staycoil collar, insertion flexible tube, distal end assy with tubes, distal attaching plate, segment assy attaching screw, rl pulley assy, ud pulley assy, bending rubber, adjusting collar, connecting receptacle, connecting receptacle(2), light guide fiber bundle (lcb), shield cover, lg cable connector assy pb-free, pcb for ccd drive pb-free, shield pipe for ccd, signal wire for ccd pr-free, conductive plate, switch w/button retaining nut2, switch w/button retaining nut3, switch w/button retaining nut4, remote control button(1), intermediate plate, suction channel lg, jet supply tube lg, air/water supply tube lg.